Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) advised the customer to remove the 0-degree endoscope plus, press the instrument clutch to release the guide tool change, and then reinstall it. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated endoscope. It can be resolved by reseating the part and power cycling the system, if necessary.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the camera image was inverted and the arm movements were also reversed. Tse advised removing the endoscope, pressing the instrument clutch to clear the guided tool change condition, and then reattaching the endoscope, which successfully resolved the issue. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.